Event description:
It was reported that a spectrum iq infusion pump was running too slow during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40 for a 60 mins. Run time. The delivered amount was 40.700 and the error percentage was at 1.75. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation determined to adjust pressure plate travel and replace m2/m3 springs as a precautionary measure. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.